Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the caller indicated they know how to reset the pump and planned to do so later, with advice to call back if the issue persists.